Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test, pressure transducer test and the flow transducer test during the pre-use check. The air gas module, the o2 gas module and the expiratory channel (pcb) was replaced but not returned for investigation as the parts were discharged by the customer. After replacement of the defective parts, the ventilator passed all functional and safety tests and was cleared for clinical use. No parts was returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).